Event description:
The customer reported there was air leakage in the pilot balloon circuit of the tracheostomy tube. It is not known if a non routine removal of this tracheostomy tube was performed or if the pt required re cannulation with another tracheostomy tube. The tracheostomy tube is not available for return.